Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, with the level remaining below 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared.